Event description:
It was reported that during the implant procedure the right ventricular (rv) lead exhibited undefined impedance qualified as high ,high and unstable thresholds and multiple positions were attempted to no avail. It was also reported that the screw of the rv lead had deformed and lead fracture was suspected. The lead was attempted/ not used and replaced.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.